Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-05128. It was reported the pt's scs system was explanted due to stimulation being non-beneficial. It was also reported the pt did not like the stimulation he was receiving. Reprogramming attempts prior to explant were unsuccessful.